Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead could not be implanted in the atrium. The lead was not used. Due to the patients pre-existing condition, no atrial lead was implanted.